Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The three promus stents, 3.0 x 12 (part 1009541-12b, lot 0031061), 3.5 x 15 (part 1009542-15b, lot 0012241), and 3.5 x 12 (part 1009542-12b, lot 9120142), indicated are each being filed under separate MFR#'s.

Event description:
It was reported that two promus stents were implanted on (B)(6) 2010, in the mid and proximal left ascending diagonal (lad). The procedure was considered, successful. In the evening of (B)(6) 2010, the pt complained of chest pain and was returned to the cath lab. It was noted that the lad was totally occluded and thrombosed. A guide wire, balloon catheter and a non-abbott thrombuster were used to remove the clot and an additional two promus stents were placed distally and proximally to the previously deployed promus stents. Post dilatation was performed on the entire stented region; however, the entire area had clotted off again. Post dilatation was again performed on the stented segments and flow was restored to the lad. Throughout this procedure, the pt was given angiomax, plavix and intergrilin. The pt feels okay, with some residual discomfort. No additional event or pt info was provided. (B)(4).